Event description:
It was reported the clinicians are finding when kits are opened the 5ml ampules hci 1% lidocaine solution and/or 10ml ampule 0.9% saline solution are broken open empty in kits. It appears the ampules are slipping out of their slot in the tray during shipping. The clinicians allege this has occurred several times but do not have an exact number. The kits were used successfully using hosp meds for the procedures. They do not know if this caused a delay in treatment. There has been no pt harm, no death, and no pt complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned for eval.